Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 pocket c1, d3 were failed and not detected on bus. A field service engineer replaced the flat flex cable and removed medications and debris from the drawer. The customer successfully recovered the drawer. Logged into the hta application and performed a final test on the main full-height legacy drawer 6. The test passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es wit 3 main drawer 6 pocket c1 and d3, it failed multiple times after it was fixed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.